Manufacturer narrative:
The device will not be returned for evaluation; this device was implanted. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3-4 functional mitral regurgitation (mr), vessel tortuosity and with challenging transseptal puncture for a mitraclip procedure. During the deployment, the clip was opened to approximately 45 degrees after the lock line removal and the clip was implanted. It was noted the clip remained stable on the leaflets. All steps were performed as per IFU. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported clip opened while locked (unintended movement) appears to be related to patient morphology/pathology. There is no indication of a product issue with respect to manufacture, design or labeling.